Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high superior vena cava (svc) coil impedance and the svc electrode had failed. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.